Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported voicemail of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the high with bolus. The customer was attempted to be reached, but there was no answer. The customer was left voicemail with advisement to call the help line in order to follow up and troubleshoot.